Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing. No intervention was performed. Patient was stable.